Event description:
It was reported that the user experienced low blood glucose while using the ilet after lunch and light stationary bike exercise, with a nadir of 64 mg/dl, following a recent switch from novolog to prefilled fiasp cartridges, and the event was addressed with oral carbohydrates; device alerts for low glucose and urgent low soon were received, and the device problem and component could not be further characterized due to insufficient information. Symptoms included hypoglycemia with dizziness and lightheadedness. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and insufficient information regarding a specific medical device problem or device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.